Event description:
Customer stated that neonatal pts became hypoglycemic while receiving tpn. The solutions, which were compounded by the unit, were analyzed for dextrose, which was lower than programmed. Customer stated that this was probably user error, not a malfunction of the unit.